Event description:
Left side breast tissue expander reported as 'deflated' after being implanted for 40 days. The device was removed and replaced with the same make, style and size breast tissue expander.